Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 75% stenosed lesion being treated was located in the non-tortuous and severely calcified superficial femoral artery (sfa). The 6.0x80mm 135cm mustang balloon was advanced to post-dilate an unknown placed stent. The balloon was inflated for 60 seconds on the first inflation and upon the second inflation, the balloon burst at 20 atms. The device was removed intact. Procedure was completed using a 6.0x40mm 135cm mustang balloon. No patient complications were reported. The patient status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).